Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent an additional procedure to remove the broken metallic piece from the articular surface inserter which remained in the joint space after the initial procedure.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, the articular surface inserter tip fractured upon insertion. Post-operative x-rays revealed that the fractured portion remains implanted in the joint space.

Manufacturer narrative:
Review of the receiving inspection reports for this lot identified no deviations or anomalies. The fractured tip was returned on november 02, 2015 and appears to be from the articular surface inserter. Primary operative notes indicated no evidence of complications. The notes state the articular surface was implanted using the inserter and noted to have good fixation within the tibial plate. Office visit notes dated (B)(6) 2015 indicate that the patient was experiencing pain and x-rays showed a metallic density at the anterior aspect of the tibial component, which was not present on previous x-rays. Revision operative notes indicate that the metallic body was removed and was confirmed by the surgeon to be the fractured tip inserter that had fractured during the primary surgery. Returned x-rays confirm a metallic body was present anterior to the tibial component. Previous investigation of this issue identified that the supplier's heat treat validation for this material was insufficient and the defined heat treat process per the applicable engineering specification was not properly executed for this part number. All persona articular surface inserters manufactured by this supplier have been recalled per z-1042-2015.